Manufacturer narrative:
The pump was not returned for evaluation. After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status and poor vad filling. Low flow may occur if the alarm threshold is set too close to the average flow. With review of the available information this patient's reported coagulopathy is a factor that appears to have contributed to the event with no indication of any related device manufacturing or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was in the ICU on heparin infusion and recovering post-implant from "respiratory failure post-aspiration." A bronchoscopy was done the morning of the event for pleural effusion and atelectasis of the left lung." But patient had been "hemodynamically stable" with o2 saturation at 85%," since that episode. When patient "suddenly stopped breathing and went into respiratory arrest, and was rapidly intubated, and fio2 was increased." "Lvad flows started to decrease to <0.5 lpm." After circulation could not be established, the team decided to stop treatment. The pump was stopped and the patient died. "Differential diagnosis (dd) thoughts are that low flow was caused do to a decreased preload (due to massive lung emboli, bleeding, right ventricular failure." Log files were stated to have been analyzed and a slight "decrease in pump flow was observed." It was stated from the site that the event was "not pump related." Cause of death was said to have been "respiratory insufficiency (no ventilation through the sputum plug in the mean bronchus" and "no preload to left side due to massive lung emboli, bleeding, and acute right ventricular failure." Logfiles were analyzed finding a decrease in pump flow. The reason for this decrease is yet unknown.